Event description:
The customer contacted baxter's technical service center reporting a system error (se) 2240 (air in set) during dwell 3 of 5 on the homechoice (hc). The technical service representative (tsr) explained the alarm and had the home patient (hp) close the clamps and cycle the power to clear both the se 2240 and the se 2367. The hp had stated a solution bag fell and became disconnected. The tsr advised the hp to start over with new supplies or finish with manuals. The alarm was cleared. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) was confirmed; per the complaint information the likely cause of the se 2240 is due to air being sucked into the disposable after the supply bag disconnected. The home patient stated that one bag became disconnected. The sample was discarded. The lot number is unknown; therefore a batch review was not conducted. The root cause of the complaint was not determined. This issue is being investigated through CAPA.